Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, during a laparoscopic bowel resection the tip of the 33310c clickline forceps insert broke/came off. The broken tip was successfully retrieved under x-ray guidance with no injury to the patient.